Event description:
Healthcare professional reported rupture. Device remains implanted. This record relates to the left side.

Manufacturer narrative:
Explant date was provided as a future date. Device has not been confirmed as explanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.